Manufacturer narrative:
Reporter information: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator, indicating that the unit had a touchscreen issue. It is unknown if the device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.

Manufacturer narrative:
The device was not in clinical use. The issue was identified during a preventative maintenance (pm) evaluation. There was no report of harm. The product support engineer (se) reported the touchscreen intermittently did not accept input during the pm evaluation. The se provided their analysis findings including the recommendation of a touchscreen replacement. The customer has declined service to date; the quote expired with no customer acceptance. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.